Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during setup, the oxygenator snapped off the reservoir. There was no patient involvement as this occurred during setup. The product was not used. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).